Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad traces. No button error alarm during testing noted. The insulin pump was received with cracked case at display window corner, cracked reservoir tube lip and minor scratched display window.

Event description:
It was reported that the customer's insulin pump had an unresponsive b button. His or her blood glucose was unknown at the time of reporting. The insulin pump is being returned. No additional information was reported